Event description:
It was reported the numbers on the customer's insulin pump were continuously ramping up while the customer was unsuccessfully attempting to enter information into the pump. The customer's blood glucose was 189 mg/dl. The customer already had a newer insulin pump that she had been using. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.